Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the cuff asymmetry happened twice with one patient. The first time the ventilator needed to be adjusted to pip>35 cmh2o and a trach change out was done. The second trach was then found to have the same asymmetry issue but was during pre-test. No patient injury reported.